Event description:
The patient had poor flexion on the left knee so the insert was down sized from a #3 cs 11mm insert to a 9mm cs insert.

Manufacturer narrative:
An event regarding poor knee flexion involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as no items were returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The patient had poor flexion on the left knee so the insert was down sized from a #3 cs 11mm insert to a 9mm cs insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.